Event description:
It was reported that the inpatient present for device interrogation. The patient had been lost to follow up and experienced fatigue. It was discovered that both the right atrial (ra) and right ventricular (rv) leads exhibited failure to capture, over-sensed noise, and high pacing impedance. The rv lead also exhibited poor sensing. The leads were capped and replaced on (B)(6) 2024. The patient was recovering.